Event description:
Complainant alleged that during a routine shift check of the device by clinician, there was no screen display. The complainant indicated that there was no patient involvement in the reported malfunction.